Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The complaint of a kinked guidewire was able to be confirmed by the photo. The image shows a guidewire partially within the advancer assembly with the exposed portion showing evidence of kinking; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, the doctor open the package, the swg was found kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025,the doctor open the package, the swg was found kinked prior to the patient." The user changed to a new set to resolve the issue. There was no patient involvement.